Event description:
Pyxis error: pyxis froze when pulling morphine 2 mg/1 ml from drawer 11 pocket a. I pulled the medication and the computer would not let me input the amount counted. Then turned off the pyxis where it counted the dose I had taken. It caused a discrepancy when a following nurse went to pull the medication, later when I went to in-fact return that medication the discrepancy was fixed, and the count was corrected. No actual incident was created. (B)(6).